Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause and treatment were not reported. It was not reported if the patient was hospitalized. Outcome of peritonitis was not reported. No additional information is available. This is report 3 of 3 for this event.